Event description:
Per the clinic, the patient experienced a series of intermittent fevers. A cerebrospinal fluid leak around the implant site was suspected and revision surgery occurred on (B)(6), 2010 to control the leak.

Manufacturer narrative:
(B)(4). Implanted device remains.